Event description:
It was reported that there was a necessity to switch from local anesthesia to general anesthesia for this event. The patient was intubated and ventilated. The event was a planned surgery for the removal and implantation with halu fix set, expected to take 45 minutes with local anesthesia. However, during the procedure to remove the hallu plate the surgeon found it was impossible to remove the screws. The screw driver was not corresponding to the screws. The surgeon finished the removal of the plate with a tungsten drill. Another hallu plate was implanted. It was reported the patient was not injured. The event led to an increase in surgery time for 1 hour and 30 minutes. There was a necessity to switch from local anesthesia (initially planned) to general anesthesia. The patient was intubated and ventilated. It was later reported that upon exploration of the hospital records for the set over the past year it seems a hallu lock plate is what was intended to be removed but the customer ordered a set for an ablation of hallu fix plate.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.